Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the insulin pump was alarming insulin flow blocked alarm. The customer's blood glucose was 151 mg/dl at the time of incident. Troubleshooting was performed. The insulin did exit during prime but the insulin pump alarmed insulin flow blocked. Rewind was performed. The insulin did exit during fill tubing and the insulin did exit. The customer was advised that the occlusion was caused by infusion set and reservoir connection issues. The reservoir will not be returned for analysis.